Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the raster pattern, it was noted that there was a possible vertical gas, breakthrough para centra to the pupil. Doctor attempted to lift the flap. The flap was only partially dissected and doctor elected to abort the procedure. Patient will return for photorefractive keratectomy (prk) at a later date. Doctor stated no patient injury and no further surgical intervention. No additional information was provided.